Event description:
In this case, a philips field service engineer (fse) reported that during a planned maintenance procedure, a "stuck button" error was present in the log file. There was no report of harm to a patient, bystander or trained professional as a result of this issue. The fse replaced left and right front panel displays, left and right rear operator panels, the gantry display control interface, and the CT box to resolve this issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).